Event description:
The manufacturer received an investigator initiated study named "western orthopaedics retrospective post-market clinical follow-up (pmcf) study for aequalis¿ ascend¿ flex shoulder system" that contains collected data on the usage and the outcomes of aequalis¿ ascend¿ flex shoulder system. The report details analysis provided for revision procedures performed between october 24, 2022 to november 1, 2022 during the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: one patient experienced and intraoperative greater tuberosity fracture which was managed by reduction, internal fixation procedure at the time of the rsa. At last follow-up it was healed on x-ray imaging.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.